Event description:
It was reported that during a deep brain stimulator implant procedure, while microelectrode recording (mer) was ongoing, the physician noted that the patient was displaying symptoms of a brain bleed. The patient had a face droop, and experienced difficulty squeezing his hand on his right side. With the mer completed and being at their final target, the physician placed the lead (left brain), checked impedance on it, and quickly closed the procedure without implanting on the other side. The patient was then sent for imaging. A computerized tomography was performed, however did not show signs of a bleed. The patient was sent for magnetic resonance imaging (MRI) to confirm. As they were taking patient to imaging, he started regaining some movement, and became more coherent. The MRI also showed that no bleeding occurred, however, there was a definitive brain infarction of the internal capsule seen on the MRI. The patient is in in-patient rehabilitation and continues to have some ongoing deficits, including involuntary (almost dystonic) hand contractions. The patient is regaining some of his movement back, and the rehabilitation is seeming to help. The patient will not proceed with the implantation of the implantable pulse generator.